Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem would not power on. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not power on) has been confirmed. Upon eval, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified, but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.